Event description:
The customer reported to customer service that the screws fell out of the housing and all the wires are exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she reported that the screws fell out of her transformer, which exposed the inner electronics, which is a safety risk. The customer also stated that she did not witness sparks or fire. The customer also stated that there was no injury sustained from the reported issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is safety issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored.